Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. The device jammed on the pulmonary parenchyma leading to a bleeding and a tear of the parenchyma. Another like device was used to perform an enlarged section including the tear. No patient consequence was reported.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 2/9/2016 a1,2,3,4; b6,7: information asked for but unknown or not provided during initial contact. D4,10; h4, 6: information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: when the device jammed, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device jammed, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?

Event description:
Do not process

Manufacturer narrative:
Tracking #: (B)(4). Date sent: 3/14/2016. D4, 10; g4; h 2, 3, 4, 6: added additional information. Batch # m52a2e the analysis showed that the cts45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.